Event description:
N/a

Manufacturer narrative:
Updated fields- b4, b5, e1, g3, g6, h2, h11. Corrected fields- h6-medical device ¿ problem code.

Event description:
It was reported that in cardiosave intra aortic balloon pump the fiber optic of the unit isn't working, there was no patient harm or injury.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse performed all safety and functionality checks completed and passed to factory specifications.

Event description:
N/a